Event description:
The customer reported the system displayed a kv error and shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a filament and generator calibration, reloaded software, and reset the memory nodes. The system operates as intended.